Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that there were multiple geometry hardware related errors. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse replaced the c-arm¿s automated motion controller (amc) driver to resolve the issue. After replacement of amc driver, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.